Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a patient was in the hospital with severe nausea and vomiting. As soon as the patient would eat, they would go into spasmodic pain. The patient was also diabetic. They were wanting the device to be interrogated to check the function of the device and the battery. The symptoms were noted to be gradual. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the hcp office noted that the patient had not been seen in the office since 2015. No further complications were reported/anticipated.